Event description:
Healthcare professional reported that a hemochron signature elite and pt/inr system reported results lower than the laboratory reference. A (B)(6) male patient received warfarin anticoagulation for an unspecified diagnosis. Had coagulation status evaluated in outpatient clinic. Target inr range was 2.0-3.0. The hemochron signature elite and pt/inr system reported an inr of 0.8, which was lower than expected. Repeat testing with the same elite instrument and cuvette lot reported an out-of-range low error. The sample was sent to the laboratory, which reported an inr result of 2.9, which was expected. No adverse events were reported. The hemochron signature elite and pt/inr system successfully passed electronic and liquid quality control testing before patient testing at the site. Storage and handling of cuvettes consistent with product labeling. Instrument malfunction is not suspected.

Manufacturer narrative:
MDR follow-up #1 references itc complaint number (B)(4) and provides results of the device evaluation lsr 2015-css-012 of the itc pt/inr cuvette in this complaint. Results: materials and chemistry problem. The lot failed to meet prespecified acceptance criteria for inr agreement with the reference plasma standard confirming the complaint.

Manufacturer narrative:
(B)(4). The serial number of the hemochron signature elite instrument used for patient testing in this case was (B)(4). Method: actual device not evaluated. Process evaluation performed. There were no ncrs, anomalies or capas related to the cuvette lot used for testing. A trend has been identified. The customer was sent a different reagent lot of j201 cuvettes for troubleshooting and reported no errors or results that were lower than expected. Itc has requested all data required for form 3500a.